Manufacturer narrative:
Further information was requested, but not provided.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced due to an unknown malfunction on (B)(6) 2022. The patient was discharged from hospital.